Manufacturer narrative:
(B)(4). Neither the complaint device nor data were provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Additionally, diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and vomiting.

Event description:
Patient's mother contacted dexcom technical support on 07/12/2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and diabetic ketoacidosis that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient was not feeling well and was vomiting. Patient's mother saw that the cgm was displaying 170mg/dl and a fingerstick was taken, which read 350mg/dl. Patient's mother drove the patient to the hospital, where they were admitted into the intensive care unit (ICU), due to hyperglycemia that resulted in the patient going into diabetic ketoacidosis. The patient was discharged from the ICU on (B)(6) 2015. At the time of contact, the patient was in stable condition. No additional event information was provided.